Event description:
It was reported that during a low anterior resection procedure, the trocar broke off in the anvil head while operating. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.